Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR ((B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 400mg/dl. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.